Event description:
Patient was implanted with a nalu peripheral nerve stimulator system to treat hip and pelvis pain on (B)(6) 2022. In march 2024 the firm was notified that the patient requested to have the nalu system removed. Physician advised against removal, however the patient claimed to be having pain or discomfort from the system and insisted on removal. A surgical explant was performed on (B)(6) 2024 in which the implantable pulse generator (ipg) was removed and attempted to remove the implanted leads. During the procedure the leads fractured and thus the electrode ends of the lead were left in the patient. The physician chose to leave the electrodes in place due to the extensive incision that would be required to access those portions of the leads.

Manufacturer narrative:
Troubleshooting was done with the patient multiple times to determine if there was any issue with the nalu system. All field testing returned good impedance readings and there are no indications of the system itself causing pain or discomfort during the testing and reprogramming sessions. The system was in place for 18 months before the patient requested explant. Review of records found one complaint from this patient regarding a failure of an external component. The component was replaced and there are no further issues on file. Patient was implanted in (B)(6) 2022, in (B)(6) 2022 the patient completed a survey indicating pain levels are "much improved", that "the pain is very mild at the moment.", and indicated the external adhesive clip is very comfortable to use. Engineering evaluation of the returned ipg found the device to be functioning as designed. There is no indication that the nalu system or any of its components failed or malfunctioned and no reports of any component migration that may have caused or contributed to pain or discomfort. Based on history and investigation, it is suspected that there is an underlying reason for the explant request that was not being communicated to the firm.